Manufacturer narrative:
E1 full name and address: (B)(6). Section d: device - the exact model of the brush is unknown, however, the customer uses bw-20t. When the scope was returned for inspection, the brush was not found inside the channel or returned with the scope. Additionally, during inspection of the scope, a cleaning brush was passed through the channel multiple times. Therefore, the customer allegation of the cleaning brush remaining in the channel could not be confirmed. Based on the results of the investigation, a root cause was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the head of the cleaning brush was left in the biopsy channel. This was observed during inspection for use. There was no patient involvement.